Event description:
Pt death occurred during deployment of AED. (B) (4).

Manufacturer narrative:
Device internal memory and ECG related to use reviewed. Results: artifact noted. Conclusion: this report is being filed due to pt death. AED labeling (IFU and voice prompts) provide user with instructions for addressing artifact.